Event description:
On (B)(6) 2009, the pt reported that 2-3 months ago an e4 (occlusion) error was displayed on his infusion device and when he removed his infusion site, he found that the cannula was bent. He stated "that the needle inside of me got twisted." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.